Event description:
The following information was provided: at the end of the operation, when we wanted to remove the product from the patient, we noticed that it had broken inside the patient and could not be removed. The surgeon in the operating room showed me the broken product and directed the x-ray image of the broken product remaining inside the patient. Note: we had experienced the same situation twice before. In this case, it does not seem appropriate for us to use this product in the field.